Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: system failure of printed circuit board and the device did not start up. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a system failure of printed circuit board, the endoscopic image cannot be displayed and the device did not start up. The cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no video output. There were no reports of patient harm.